Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited high defibrillation impedance. No changes or intervention was reported. The patient condition is uknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic where the issue was observed. Programming changes were performed. There were no patient consequences.